Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, there were dropping clips. Two clips were delivered at the same time: one was correctly placed and the second fell into the patient. The clip which fell into the patient was removed. Another like device used to complete the procedure. There were no adverse consequences to the patient.